Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that a revision surgery was peformed due to squeaking. The cup and the stem were well placed.

Manufacturer narrative:
.